Event description:
It was reported that during tunneling, the tip broke at 10 cm from the abdominal pocket. The physician was able to recover the tip with a tweezers. There was no harm for the patient. It was unknown what medication this device system was to deliver once implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8583, lot # 0207840228, product type accessory, (B)(4).